Event description:
It was reported that pump battery charged more slowly. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting support, and no additional corrective actions or outcomes were documented.